Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she changed the infusion set twice and is receiving no delivery alarms. Customer stated she was unable to troubleshoot as she had to go to her doctor's appointment and would be changing the infusion set and reservoir again. Customer did not know her blood glucose value. Nothing further reported.